Event description:
An eye tracker message was received during surgery. No further information has been gained as to any potential outcome of the case. Additional information has been requested.

Manufacturer narrative:
Additional information provided. Date provided in the initial MDR, was incorrect. Correct date is (B)(6) 2015. Technical root cause could not be determined as the system is performing within specifications and as intended. The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up, the customer reported that the eye tracker displayed an ok message. However, the main body message turned off the eye tracker.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).